Manufacturer narrative:
The cobas liat analyzer was requested to be returned. The investigation is ongoing.

Manufacturer narrative:
The investigation is complete and revealed that microleaks from positive samples could potentially introduce internal contaminates. The false positive rates observed are within the claims within the IFU.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated positive results for sars-cov-2, influenza a, and influenza b. The same sample was retested on two cobas liat analyzers giving all negative results. A second sample was alleged to have generated positive results for sars-cov-2, influenza a, and influenza b. This sample was not repeated. It was unclear if the two samples were from the same patient. Clarification was requested but was not provided. The negative results were released. The customer also believes they released the second triple positive results. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.